Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert and the battery gauge was fluctuating. In addition, multiple temperature alarms occured while the pump was charging. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a computer usb port and alternate cable. Reportedly, the temperature alarms and power source alert cleared. Customer¿s blood glucose value was 217 mg/dl.